Event description:
A customer reported that their pump battery would not charge despite using various charging methods and equipment. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.